Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had worsening nausea and worsening vomiting for 1 week. It was noted that the patient ate cupcakes and (B)(6) with a grilled chicken sandwich and french fries on sunday night and awoke monday very sick with nausea and vomiting that did not go away all week, so the patient ended up in the ed for ivf. The patient denied fevers, recent infection, dysuria, polyuria, or urinary urgency. It was noted that the patient was not always following a gastroparesis diet; the patient still ate some fried foods and still ¿sneaks¿ some carbonated beverages. (B)(6), and their diabetes was poorly controlled; their bgs stay in the 300s and the patient felt better when they were in the 300s, and they were not good about checking their bgs. It was noted that the patient was in an mvc in (B)(6) and had to have their right hip replaced and did not have their pacer turned off for this surgery. A revision was scheduled for (B)(6) 2018. No further complications were reported/anticipated.